Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with two 425cc mentor smooth round moderate profile saline breast prostheses, suffered spontaneous right breast implant deflation, post-procedure. The right breast was described as getting smaller. As a result, the patient was scheduled for implant explantation on (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the following section were erroneously left blank in the initial report sent on (B)(6) 2021: section d 9. Device available for evaluation?, 7a. Is this a single-use device?, and 8.was this device serviced by 3rd party? Manufacturer¿s reference number: (B)(4), section d 9. Device available for evaluation?, 7a. Is this a single-use device?, and 8.was this device serviced by 3rd party? Were populated with the correct answer, no.

Manufacturer narrative:
On march 16, 2021, mentor received additional information indicating that the patient also experienced bottoming out of the left breast implant, post-procedure. In addition to the bilateral removal and replacement, the patient also underwent bilateral capsulotomies, and left inferolateral capsulorrhaphy. The complication on the left side implant will be reported under mrn: 1645337-2021-03412 on march 18, 2021, the mentor failure analysis lab received the device for evaluation. On march 29, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sal smooth rnd diap 425cc returned device. Leak testing was performed, according to mentor procedure, and it identified a tear on the anterior aspect measuring approximately 0.5 cm. Microscopic examination was performed and the cause of the deflation could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating that the patient had undergone bilateral removal and bilateral replacement with the following devices: (right) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9527187 sn: (B)(6), and (left) 425cc mentor smooth round moderate profile saline catalog: 3501670 lot: 9527187 sn: (B)(6). Manufacturer¿s reference number: (B)(4).